Manufacturer narrative:
The keypad membrane panel was returned to the manufacturer for failure investigation. Visual inspection revealed heat related damage to the alarm led and the membrane ground trace. Testing determined that 1 & 2 ground were shorted to pin 9 alarm led with 5.8 ohms of resistance. It was determined that the reported issue was caused by a shorted alarm led.

Event description:
The manufacturer's field service engineer (fse) turned on the device and observed smoke coming from lower left hand side of screen. The fse immediately turned the device off. This occurred during device preventive maintenance. There was no patient involvement. There was no harm to the user (fse).

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause was determined to be the electrical design of the keypad/status led overlay. The power supply was not returned to the manufacturer for failure investigation the power supply was not returned for failure investigation. If the part is returned, a failure investigation will be performed on this part.